Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 5fu was leaking from the cadd extension set pump. The patient stopped the pump and placed it in the home spill kit bag while still connected. White powder was seen on the bag, and the pump label was wet. The cassette-to-tubing connection was loose and wet. The port site was intact with positive blood return. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D10 concomitant product null updated. Concomitant products updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. H10 updated.